Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was alleged that the pump's vibratory feature was not functioning. It could not be confirmed whether the pump's auditory tones were functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: the pump had intermittent vibration. The vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and the vibration motor vibrated properly.